Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Major bleed/access site adverse event: oozing noted from all access sites. The cause of the issue was likely patient condition related as evidenced by the multiple site bleeding optical sensor issue: insufficient logs returned for analysis. The date/time on the logs returned are from 26-may-25 at 11:52am till 26-may-25 at 15:46pm. The logs returned had no impella position unknown alarms or other optical sensor related abnormalities. The 5s parameters were within range and stable but on pump start there was a decrease in snr and contrast. The cause of the issue was not established as insufficient data logs were returned and no product was returned for analysis. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was brought to the cath lab in cardiogenic shock on multiple inotropes and pressors. Shock team initiated and opted for impella placement at east. Right common femoral artery access and angio shot which showed adequate anatomy. Artery dilated up and 14 f x 13 cm sheath placed. Heparin given. Left ventricle (lv) access was obtained. Impella loaded over 0.018 wire and entered in to the lv. Distal flow showed past impella sheath. Peel away removed and repositioning sheath placed. Forward tension sutures placed x 2. Angle matched. Groin was soft without any bleeding or hematoma. The patient was transferred.